Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tubethreads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. It was also stated that the alarm occurred the previous day. The current blood glucose reading was 82 mg/dl. It was also stated that the customer works in the sun all day, so the insulin pump is in their shorts against their skin. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.